Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This is from literature source. It was reported that 6 patients underwent breast reconstruction with a becker siltex prosthesis and experienced capsular contracture which required expander replaced with a permanent textured implant. Title: ¿a review of 120 becker permanent tissue expanders in reconstruction of the breast.¿ the purpose of this study was to review unit¿s experience with the use of the becker tissue expander in reconstructive surgery of the breast and to determine whether any recommendations could be made in order to improve future results. The study was conducted from 1989 to 1993 and the article is published in 1996. Mentor becker expanders were used in this study, however catalog and lot number are unknown. Other complications that mentioned in this article are reported separately.

Manufacturer narrative:
Additional information was received on march 09, 2018 indicating that mentor implants that involved in this study were manufactured from mentor medical system b.v.. The mentor leiden breast implants that are manufactured and distributed under the mentor brand are not approved for import into the united states and do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as mdrs. However 3500a initial reports for this event was already submitted to the FDA on 02/14/2018. Current MDR supplemental report is to provide above additional information. Manufacture's ref.: (B)(4).